Event description:
This is report 1 of 2 of (B)(4). It was reported that during an open reduction and internal fixation surgical procedure of the fifth metatarsal fracture in the left foot, it was observed that the gryphon p br ds anchor w/oc device anchor broke off. All broken parts were removed. The user changed to another one to continue the procedure, the same problem happened again. Another like device was used to complete the procedure successfully. There were no reports of delay in the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product has not returned to depuy synthes; however a photo was provided for evaluation. Visual inspection found that the device had the anchor and sutures detached from the shaft and was broken near mid-body. No other anomalies were noted. The overall complaint was confirmed as the observed condition of gryphon p br ds anchor w/oc would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause can be associated with off axis insertion and levering during insertion and sub-consequently led the anchor to break/damage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.